Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of both products said to be involved confirmed the report. Device 1: the device was returned with the thumb ring stylet wire hanging out of the proximal end of the handle at about 2 cm and had a very slight bend in the wire. The needle adjuster was placed on "8" and the needle was advanced outside the distal end of the sheath. The needle exhibited a sharp bend near the distal tip of the needle. The needle was bent at 6.0 cm from the distal end of the sheath. The bend was near the distal end of the slot where the fiducials are loaded into the needle. A visual inspection of the device was performed and four (4) fiducials were returned and not deployed. Two (2) bends in the sheath were observed at 4.6 cm and 7.5 cm from the base of the handle. The sheath being bent in this area can occur if the handle of the device is not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel endoscope) and the endoscope was placed in a curved position. The needle would advance and retract when the handle was manipulated as intended. Pressure was applied to the thumb ring to test deployment of the fiducials, however deployment was unsuccessful. When pressure was applied to the bent stylet wire, additional bends to the stylet wire occurred. The fiducials were removed from the device manually. A dimensional verification under magnification was performed on the needle, the slot the fiducials are placed in, and the fiducials. The length of the fiducial slot was within specification. The width of small slot that opens up when the fiducials are being deployed met the specification. The large slot which the fiducials rest in prior to deployment met specification. The distance from the distal tip to the most distal dimple was within specification. There were four (4) fiducials returned. The length of all four (4) meets the specification. The overall height of the four (4) fiducials met specification. The widths of the four (4) fiducials were within specification. Device 2: the needle adjuster was placed on "8" and the needle was advanced outside the distal end of the sheath. There was a curve the length of the needle plus a sharp bend was exhibited near the distal tip of the needle. The needle was bent at 6.1 cm from the distal end of the sheath. The sharper bend closest to the distal tip of the needle was in the middle of the slot where the fiducials are loaded into the needle. There were no fiducials returned with the device. There was a slight bend in the sheath at 3.1 cm to 4.4 cm from the base of the handle. The sheath being bent in this area can occur if the handle of the device is not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. The stylet wire was returned and was pushed all the way advanced into the device. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel endoscope) and the endoscope was placed in a curved position. The needle would advance and retract when the handle was manipulated as intended. A dimensional verification under magnification was performed on the needle, the slot the fiducials are placed in, and the fiducials. The length of the fiducial slot was within specification. The width of small slot that opens up when the fiducials are being deployed meets specification. The large slot which the fiducials rest in prior to deployment met specification. The distance from the distal tip to the most distal dimple meets specification. There were four (4) sealed devices that were returned for evaluation. These devices were tested. The acceptance criteria for all four (4) fiducials of each device were to deploy at the target site into simulated tissue and for each device to exit the distal end of the endoscope. All four (4) devices passed the functional test by deploying the fiducial markers at the target site into simulated tissue and exiting the distal end of the endoscope. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "identify desired site based on previous findings from endoscopy, radiography and/or CT scans. Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. The instructions for use states under system preparation: "advance stylet until resistance is felt to ensure stylet is flush with proximal fiducial marker. Note: excessive pressure on stylet may result in premature deployment." Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "identify desired site based on previous findings from endoscopy, radiography and/or CT scans." The instructions for use states: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. The instructions for use states under system preparation: "advance stylet until resistance is felt to ensure stylet is flush with proximal fiducial marker. Note: excessive pressure on stylet may result in premature deployment." Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus), the physician used two (2) cook echotip ultra fiducial needles. While the doctor was attempting to place the first fiducial in the head of the pancreas and while trying to deploy using the stylet, nothing would deploy. A second device was pulled to use, but the same event occurred. A competitor's device was used to complete the procedure successfully. The additional information provided indicated there were bends in the needles due to endoscope position.